Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the device would not fire across the stomach. After trying multiple times to fire, the sled of the reload only moved 1mm and then would not continue. The adapter was switched out and the procedure was continued without further issue. There was no patient injury.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one xl adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. Visually, there were no initial abnormalities noted for the adapter. During functional testing of the adapter, a pmv loading unit was able to be fired properly. The adapter was dismantled and areas of corrosion were noted. The root cause for the partial firing may be improper cleaning techniques, which contribute to an increased firing force and result in a loading unit stalling during firing. These investigation findings were attributed to be a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.